Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution and difficulty grasping appear to be related to patient morphology/pathology. The reported tissue injury appears to be due to the grasping. Tissue injury is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a triclip procedure to treat degenerative tricuspid regurgitation (tr) with a grade of 4-5 with very bad function of the right ventricle and very bad imaging. The anatomy of the valve was complex as there was a restricted septal leaflet with many chordae in the middle part of the valve. Two clips were implanted without issue. A third clip was advanced into the anatomy and positioned. During grasping, one of the leaflets slipped from the clip and tissue damage occured. A different grasp was made and the clip was deployed on the posterior and septal leaflets.

Manufacturer narrative:
The device remains implanted in patient. T he device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat degenerative tricuspid regurgitation (tr) with a grade of 4-5 with very bad function of the right ventricle and very bad imaging. The anatomy of the valve was complex as there was a restricted septal leaflet with many chordae in the middle part of the valve. Two clips were implanted without issue. A third clip was advanced into the anatomy and positioned. During grasping, one of the leaflets slipped from the clip and tissue damage occured. A different grasp was made and the clip was deployed on the posterior and septal leaflets.